Event description:
Information was received from a patient regarding an implanted infusion pump for non-malignant pain. It was reported that the patient was taken to the hospital on 2025-07-09 with an infection in their leg and their pump had not been working for 2-3 days. The patient called the pain clinic and they thought that the automatic bolus was working, but the patient bolus was not working because the handset was not communicating and they did not recognize each other. The patient confirmed that the pump was not alarming. At the time of the call to patient services, the nurse went into the room with the patient and assisted thepatient with navigating the external devices. No symptoms were reported by the patient. The patient mentioned that the voice assistant feature was on. Patient services provided steps and the voice assistant feature was turned off. The patient tried to connect to the pump and they saw no pump response. The patient then stated that they had noticed since the first visit. There was a 90% lag issue when connecting to the pump. The patient stated that they bolus 4 times per day. Patient services reviewed information and assisted with clearing data on the handset. The patient was then able to successfully enter the myptm application without issue and deliver a bolus. The patient thought that they may have morphine in the pump. Patient services recommended to follow up with the healthcare provider (hcp) to further address the pump therapy concerns. Patient services recommended to monitor the lag issue and that they could call back if further assistance was needed.

Manufacturer narrative:
Continuation of d10: product ID tm90t0. Product type accessory product ID a820. Product type software section d information references the main component of the system. Other relevant device(s) are: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.